Manufacturer narrative:
H6: investigation summary one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd 10 ml syringe filled with blue dye water. While set was being primed a leak was seen coming from the vent of the filter. The supplier quality team was notified. Further investigation can not be conducted because the lot information is unknown. The customer complaint that after 8 minutes of delivering fluids, tubing became occluded was not verified because a leakage was observed during testing. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no:2432-0007 batch no: unknown. Date of occurrence: (B)(6) 2021 was there patient harm reported?: yes. Event details: after PICC line was confirmed, fluids were double checked by rn and rn. Bedside rn used sim to perfection to prepare tubing, spike tpn and prime fluids without incident. No compromise of tubing noted at this time. Fluids were connected to infant per protocol and line was flushed with a turbulent flush of 0.5 mls normal saline. Line flushed without incident. Fluids were started on pump and the pump would not deliver fluids after about 8 minutes. Pump said that line was occluded. A different channel was attempted without success. Increasing amounts of air noted from triport to filter on tubing with no leakage of fluid visualized. Line had to be taken down and tpn wasted due to compromised tubing. PICC line not thought to be compromised, drawing and flushing appropriately per multiple caregivers. After disconnecting from patient, attempted to run fluids through line, unable to get fluids into filter. What patient was being treated for: prematurity, rds, hypoglycemia.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no:2432-0007 batch no: unknown. Date of occurrence: (B)(6) 2021. Was there patient harm reported?: yes. Event details: after PICC line was confirmed, fluids were double checked by rn and rn. Bedside rn used sim to perfection to prepare tubing, spike tpn and prime fluids without incident. No compromise of tubing noted at this time. Fluids were connected to infant per protocol and line was flushed with a turbulent flush of 0.5 mls normal saline. Line flushed without incident. Fluids were started on pump and the pump would not deliver fluids after about 8 minutes. Pump said that line was occluded. A different channel was attempted without success. Increasing amounts of air noted from triport to filter on tubing with no leakage of fluid visualized. Line had to be taken down and tpn wasted due to compromised tubing. PICC line not thought to be compromised, drawing and flushing appropriately per multiple caregivers. After disconnecting from patient, attempted to run fluids through line, unable to get fluids into filter. What patient was being treated for: prematurity, rds, hypoglycemia.